Event description:
Boston scientific received information that this right ventricular (rv) lead displayed high pace impedance measurements. The patient has on going medical problems so the physician is consulting with the medical staff on how to progress at this point. The physician has elected to continue to monitor and the patient has a functional epicardial lead implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.